Event description:
During routine follow up, the device was found in standby mode upon interrogation with the programmer. The re-initialization was successful. The physician asked the reason of the switch to standby mode.

Manufacturer narrative:
(B) (4) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (Other): review of the electronic data and files received. (B) (4). Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode operation. The root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behaviour was restored upon device re-initialization. Because this event did not lead to any patient issue, and is not related to any implant anomaly, no further action is needed for this case.